Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly and motor. Unable to verify critical pump error alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error. The blood glucose value was 89 mg/dl. Customer stated that critical pump error image was display on the screen. The product will return for the analysis.